Manufacturer narrative:
Are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a microdislodgement and high thresholds. During the repositioning of the rv lead procedure, the physician accidentally placed the device with open ports, after disconnection of the leads, in an area which allowed blood to contaminate the atrial port. The attending physician was unable to evacuate the blood and requested a new device. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.